Manufacturer narrative:
D10 concomitant products: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot # n5a1798y) sigadaptxl, sig power sigadaptxl linear xl adapter, (serial # (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the powered stapler became locked on tissue while the surgeon was creating the sleeve. When attempting to open the jaws to readjust, the jaws could not be opened. The power handle was removed, but this did not resolve the issue. A hard reset was attempted and was also unsuccessful. There was no manual retraction tool available at the account. As a result, an alternative manual stapler was used to staple next to the reload that was stuck on tissue, allowing the procedure to be completed and the sleeve to be created. The reload was removed and all components were sent back. The procedure time was extended due to these issues. Troubleshooting steps for the powered stapler were followed but were unsuccessful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the returned handle noted no abnormalities. Functional testing found that the handle was inserted into a returned product analysis charger running v16 software to charge. After removing the handle from the charger, the handle indicated that it was running v29.5 software. The handle had 157 of 300 procedures remaining. An rpa clamshell and adapter were connected to the returned device and calibrated successfully. A reload was attached to the device and was able to clamped and articulated without issue. The handle was able to be fired without issue on the a1 fixture. An analysis of the data saved to the system showed that while in the field, abnormalities were noted during the clamping and unclamping of a reload. It was reported that the instrument was locked on tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.